Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturing reference number: 2017865-2023-93804. It was reported that the patient presented for a follow-up in clinic. It was noted that the patient had received several inappropriate shocks due to the right ventricular (rv) lead over-sensing noise. Additionally, the rv lead was also not capturing. It was confirmed that the rv lead perforated the heart. The physician attempted to reposition the rv lead, but the set screw of the implantable cardioverter defibrillator (ICD) became loose during the procedure, which made it difficult to connect any lead. The physician elected to replace the ICD and did so successfully. The same rv lead was repositioned successfully on (B)(6)2023. The patient was stable throughout the procedure.